Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The complaint of short circuit in the logic board was confirmed. The thermal damage is being attributed 5v power supply is defective. The pcu¿s logic board and power supply board were temporarily replaced with a known good dchu logic board and power supply board for testing purposes only. The pcu was powered on with the new boards installed, and the display turned on and displayed a network communication error (600.6835), as a result the test boards not having a valid network configuration file. A basic test infusion was programmed with a rate of 100ml/hr and volume to be infused of 100ml. The infusion was completed successfully after an hour (60 minute) with no alarms or reoccurrence of thermal activity from the pcu. A log analysis was not performed as the logic board was damaged. There was no patient involvement reported. The pcu device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Replace the damaged logic board and power supply board. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was plugged to outlet when suddenly a pop occurred and started beeping then a burning smell. There was no patient involvement.

Event description:
It was reported that the device was plugged to outlet when suddenly a pop occurred and started beeping then a burning smell. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.